Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the primary cell implantable neurostimulator (ins) battery had reached end of service (eos). It was also reported that the patient had a return of back pain on (B)(6) 2016; this was considered a sudden change in therapy/symptoms. The patient almost fell while out in the garden, and then she stopped feeling stimulation. It was thought that the patient maybe did something to the wire because she was not feeling stimulation and her back began to hurt. Additional information received from the consumer on 15-aug-2016 reported that the managing healthcare professional was notified of the patient's back pain. The consumer also reported that the ins did not work anymore. Ins replacement was scheduled for (B)(6) 2016 to resolve the patient's back pain. The consumer reported that the ins was supposed to last five years, but did not even last one year. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.